Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional test and on/off current testing using known good test batteries without duplicating the report. The device passed the final test and was recertified and returned to the customer. Review of the device history log showed this unit was turned on many times in a short period of time with batteries installed. This caused the batteries to be drained/depleted. The returned batteries were confirmed to be depleted during testing as they were measured to be 2.90v below the minimum 3 voltage. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.